Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced the faulty drawer module control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the main drawer 3.1 & 3.2 will not open and require maintenance causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.